Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the system controller stopped working and the pt was bradycardic and "down and out for a min". The system controller was replaced and the issue resolved.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.